Event description:
The customer reported control being out of range and specifically reported that this occurred with neutrophils, lymphoctyes and rdw regarding a cell-dyn ruby system. The customer also reported falsely low platelets and provided the following data: platelets normal range = 165 ¿ 422 10e3/ul 4 oct 2023, specimen ID (B)(6)platelet result was 10.3 (10.3 k/ul). Repeated on the mindray platform, and the result was 121 (121 k/ul). Slide review was performed, which verified the mindray platform result. 5 oct 2023, specimen ID (B)(6)platelet results were 11.1* and 16. Repeated on the mindray platform, and the results were 124 & 109. Upon review of the cbc data for the platelet result of 11.1, it was noted that 11.1 was marked invalid with an asterisk. Cbc data for platelet result of 16 was not provided. The customer reported that the platelet graphs from the cell-dyn ruby system were plotted outside and with shift to the right. The customer also provided data that on 11 oct 2023, sample ID (B)(6)generated a platelet result of 10.2* (marked as invalid with an asterisk) it was reported that troubleshooting, including running calibrations and controls, precision testing and sample comparison was performed on the analyzer. The controls were within limits. The low platelets samples were run and the data was compared with the mindray data, and the findings were reporting all fine. There was no reported impact to patient management.

Manufacturer narrative:
Section d4: a correction was made for the serial number .

Manufacturer narrative:
The cell-dyn ruby analyzer, sn: (B)(6) was inspected, and it was determined that the flow cell performance required replacement and alignment. After this was performed, the instrument performance was verified to be acceptable. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of ticket tracking and trending did not identify a trend, nor was an increase in complaint activity found for the flow cell. A review of the manufacturing documentation did not identify any product issues for the flow cell. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the cell-dyn ruby analyzer, sn: (B)(6) or the flow cell.

Event description:
The customer reported control being out of range and specifically reported that this occurred with neutrophils, lymphoctyes and rdw regarding a cell-dyn ruby system. The customer also reported falsely low platelets and provided the following data: platelets normal range = 165 ¿ 422 10e3/ul. (B)(6) 2023, specimen ID (B)(6) platelet result was 10.3 (10.3 k/ul). Repeated on the mindray platform, and the result was 121 (121 k/ul). Slide review was performed, which verified the mindray platform result. (B)(6) 2023, specimen ID (B)(6) platelet results were 11.1* and 16. Repeated on the mindray platform, and the results were 124 & 109. Upon review of the cbc data for the platelet result of 11.1, it was noted that 11.1 was marked invalid with an asterisk. Cbc data for platelet result of 16 was not provided. The customer reported that the platelet graphs from the cell-dyn ruby system were plotted outside and with shift to the right. The customer also provided data that on (B)(6) 2023, sample ID (B)(6) generated a platelet result of 10.2* (marked as invalid with an asterisk). It was reported that troubleshooting, including running calibrations and controls, precision testing and sample comparison was performed on the analyzer. The controls were within limits. The low platelets samples were run and the data was compared with the mindray data, and the findings were reporting all fine. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID's are (B)(6) & (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported control being out of range and specifically reported that this occurred with neutrophils, lymphoctyes and rdw regarding a cell-dyn ruby system. The customer also reported falsely low platelets and provided the following data: platelets normal range = 165 ¿ 422 10e3/ul. (B)(6) 2023, specimen ID (B)(6) platelet result was 10.3 (10.3 k/ul). Repeated on the mindray platform, and the result was 121 (121 k/ul). Slide review was performed, which verified the mindray platform result. (B)(6) 2023, specimen ID (B)(6) platelet results were 11.1* and 16. Repeated on the mindray platform, and the results were 124 & 109. Upon review of the cbc data for the platelet result of 11.1, it was noted that 11.1 was marked invalid with an asterisk. Cbc data for platelet result of 16 was not provided. The customer reported that the platelet graphs from the cell-dyn ruby system were plotted outside and with shift to the right. The customer also provided data that on 11 oct 2023, sample ID (B)(6) generated a platelet result of 10.2* (marked as invalid with an asterisk). It was reported that troubleshooting, including running calibrations and controls, precision testing and sample comparison was performed on the analyzer. The controls were within limits. The low platelets samples were run and the data was compared with the mindray data, and the findings were reporting all fine. There was no reported impact to patient management.